Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
An authorized service provider (asp) contacted ventec to report that the device was displaying alarms due to low inspiratory pressure alarm, low peep (positive end expiratory pressure), and a lower than expected breath rate. There were no reports of patient use associated with the reported issue.

Manufacturer narrative:
H6: ventec downloaded the device¿s electronic records (system logs) for analysis where it was confirmed that it had logged alarms due to low peep (positive end expiratory pressure) and low inspiratory pressure. Ventec was unable to confirm the reported issue of a low breath rate alarm. Ventec then evaluated the device and was able to confirm that it measured lower peep than set and further observed low vte (exhaled tidal volume) delivery. Ventec replaced the internal flow transducer (ift) to resolve the reported and observed issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported and observed issues was the ift.